Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was damaged, the top case was chipped in the front, and the plunger tube gasket was pushed into the pump. A review of the event history log found nothing in alarm history pertaining to customer stated problem. During the functional testing impact damage on the case was found and the plunger tube needed grease. The root cause of the issue was due to customer impact on the device and failure to lubricate the plunger tube. Replaced damaged top and bottom cases and applied a light coat of grease on the plunger tube.

Event description:
It was reported the pump had physical damage, the bottom case was cracked, and gasket to the plunger was pushed in. No patient injury or involvement was reported.